Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows foreign material on the device handle. The reported event was confirmed by the image; however, the cause of the reported event was not confirmed in the absence of device return.

Event description:
It was reported that a white residue was observed on the catheter handle. During preparation for a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use, and upon removal from the sterile packaging it was noted that there was a white residue on the catheter handle. The powder material was loose and could be wiped off, but it was not possible to verify the sterility of the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a white residue was observed on the catheter handle. During preparation for a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use, and upon removal from the sterile packaging it was noted that there was a white residue on the catheter handle. The powder material was loose and could be wiped off, but it was not possible to verify the sterility of the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.